Event description:
Reportedly, during use of the device the device jammed shut. The surgeon needed to spray the device with "physiological serum" to loosen the device and remove it from the tissue. There was no injury to the patient reported.